Event description:
It was reported that a spectrum iq pump door detector continued to alarm despite the door being closed. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and repaired for a different reported issue. The pump is no longer in the as received condition for proper evaluation of not recognizing the closed door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device will be tested prior to return to the customer to ensure all specifications are met. Should additional relevant information become available, a supplemental report will be submitted.